Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD), this endotak transvenous defibrillation lead was partially capped. The r-wave measurement was not adequate therefore, the physician elected to cap the rate sensing portion of lead and replace it with a rate sensing lead. Implanted-06/22/93. Rate sensing portion removed from service-08/08/96. Implant months-37.